Event description:
Physician attempted to treat patient at the right great saphenous vein(gsv) using a closurefast catheter. Tumescent infiltration and compression were used. IFU was followed. No guidewire used for insertion to patient. It is reported that after approx. 10 cycles, the catheter heating element detached in the patient. Four incisions were made to remove the detached component. No further patient complications reported.

Manufacturer narrative:
Evaluation summary: the closurefast catheter was returned for evaluation. Ancillary device micro introducer was returned with the catheter. A specimen cup was also returned with half of the coil section inside. The micro introducer was observed to have dark sanguine material inside the clear tubing. Due to how the catheter was damaged, the micro introducer was unable to be removed from the catheter. Sanguine material was also observed on the catheter handle. Multiple kinks were observed on the catheter shaft. The coil was observed to be separated in half proximal of the distal tip. There was evidence of tensile stretching of the coil windings and catheter separation. The separated portion of the coil in the specimen cup was examined. The coil was observed to be damaged proximal to the distal tip. Visual inspection under magnification of the separated coil shows damaged thermocouple wires. Burn marks were observed in the coil. The two detached coils portion were attempted to be measure together to confirm the catheter tip length was a 7cm catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.